Event description:
The lay user/patient contacted lifescan (lfs) customer service in 2009 alleging an "insert strip" message issue with the onetouch basic meter and reportedly developed symptoms afterwards. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient stated that the "insert strip" issue first occurred around 4am the previous month. It is not known if the patient stopped testing with the meter after this occurred and if he had another backup meter. He claimed that 4-5 days later, he became fatigued and was sweating. It is not known if the patient tested with the subject meter while experiencing the symptoms and when his last test was performed before developing the symptoms. It would be helpful to know if the patient received any treatment for his symptoms and when they went away. It was noted that the patient went to the doctor's office twelve days later, and his blood glucose "230 mg/dl" on the doctor's meter and was treated with oral diabetes medications. It was also noted that the patient's blood glucose was "330 mg/dl" on the doctor's meter the following month on original date. It is not known why the patent went to the doctor's office the same day. According to the troubleshooting performed with customer service, the "insert strip" issue was not resolved. Replacement products were sent to the patient. Based on the provided information, this complaint is being reported because the patient allegedly developed symptoms suggestive of hypoglycemia 4-5 days after the "insert strip" issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.